Event description:
It was reported that suddenly one month ago, the pt is no longer able to hear anything. He attended the clinic for testing and it was confirmed that the device had malfunctioned. The attending doctor suggested that he wait for one month to see if the situation altered at all. One month later the situation remains the same.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.